Event description:
It was reported that when using the pyxis medstation es system had a drawer failure and the pocket was unresponsive. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a drawer failure. A field service engineer conducted diagnostics and examined the operation of the drawer, and no additional issues were found. The system functioned as intended after the field service engineer troubleshot the device.